Manufacturer narrative:
(B)(4). Investigation summary the analysis results showed that one (B)(4) cartridge reload was received. The reload was received unfired with the pan dislodged. Further analysis showed the cartridge was returned damaged. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the damaged was due to an improper handling of the cartridge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a bullectomy of lung surgery, after opening the packaging, it was noted that the cartridge was deformed. It was not used on the patient. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.